Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed 50 millimeters (mm) from the terminal pin. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was being extracted as it had perforated into the left ventricular (lv) chamber. During extraction the rv lead came apart, the tip broke off and remained in the lv myocardium, with a little bit of wire hanging off of it. Attempts were made to retrieve it, but they were unsuccessful. The rest of the system was explanted as well. The rv lead showed loss of capture (loc) and sensing issues and that is how the perforation was discovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was being extracted as it had perforated into the left ventricular (lv) chamber. During extraction the rv lead came apart, the tip broke off and remained in the lv myocardium, with a little bit of wire hanging off of it. Attempts were made to retrieve it, but they were unsuccessful. The rest of the system was explanted as well. The rv lead showed loss of capture (loc) and sensing issues and that is how the perforation was discovered. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was being extracted as it had perforated into the left ventricular (lv) chamber. During extraction the rv lead came apart, the tip broke off and remained in the lv myocardium, with a little bit of wire hanging off of it. Attempts were made to retrieve it, but they were unsuccessful. The rest of the system was explanted as well. The rv lead showed loss of capture (loc) and sensing issues and that is how the perforation was discovered. No additional adverse patient effects were reported.